Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) performed on (B)(6) 2014. According to the complainant, during the procedure, the handle was actuated without resistance, rotated freely and no audible click was noted. The trip wire snapped and detached at the first turn of the handle. An attempt was made to release the bands, however, all the bands failed to deploy from the band ligator. Another speedband superview super 7 device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being stable.

Manufacturer narrative:
(B)(6). (B)(4) bands failed to deploy. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.